Manufacturer narrative:
An investigation was carried out into this complaint. Based on the information received, a flowtron acs900 pump with software revision 2.000 failed to deflate one of the garments during patient use in an observation room. The pump was used with dvt standard calf garments l-501m which were reprocessed by a 3rd party company (stryker). The pump was running on ac power at the time of the event. According to the initial report, when the device was turned off and back on, the problem recurred - one sleeve stayed inflated and the other one did not inflate. According to the initial report the lcd screen remained on and indicated [?]zero' pressure for both ports. No kinks on tubes were detected. The patient was the one who alerted caregivers about the problem. The garment was immediately removed from the patient's leg. No injury to the patient occurred. The involved system was quarantined by the customer and made available for technical evaluation. On 14 sep 2017 the pump unit along with involved garments was returned to arjohuntleigh. Conclusions of the physical system evaluation: pump's physical condition was found to be adequate. Garments did not show any obvious damages, however it was noted that one of them had its ferrite missing. The ferrite is the metal ring installed inside the garment connector and when missing the pump will not recognize the connected garment. The attempt to use a garment without its ferrite would result in no operation of the affected garment (the therapy with this garment would not have started, causing the effect of no inflation). Nevertheless, in such situation the other garment should not be affected and the therapy would be performed as intended. The missing ferrite in one of the garments has been ruled out as a potential cause of the symptom reported by the customer. Conclusions of the functional system evaluation: the pump unit operated as expected at the time of examination- it did not recognize the garment which had its ferrite missing (as intended); it passed all the initialization checks and successfully completed a series of cycles, reaching a designed pressure level of 40 mmhg. Conclusions of the software evaluation: one of the investigation's crucial steps was to review the software logs which would have revealed any problems encountered by the pump during its operation. The review of software logs revealed no application fault. Software version 2.000 introduced changes to the product's reaction when encountering an application fault - the pump is supposed to reset automatically in order to come back to the normal operation state. This functionality was tested by providing a specific command to the system. It was confirmed that the feature was working properly. Therefore, from a technical perspective, the investigated pump would have been able to react as intended towards potential application failures detected during device operation. In the course of investigation it was possible to successfully contact the involved facility and obtain responses to arjohuntleigh inquiries. Despite our best efforts in gathering information and contributions from the customer facility, the results of arjohuntleigh testing observed throughout the investigation process are different from what was observed by the customer. The problem was not re-created and no technical deficiencies were identified. As was seen from the questions answered by the facility, the pump in question continued to have a problem when restarted. Additionally, the state of the lcd when the problem occurred did not match the state discovered with previous issues with acs900 units on software version 1.099. In this specific instance, the display remained on and the pressure readings read "zero". It has been established that the flowtron acs900 pump was used for patient therapy at the time of the event. The system was suspected to have malfunctioned (not performing to specification) when the event took place. However, the unit fault was not confirmed during unit evaluation.

Manufacturer narrative:
In order to better understand the allegation raised by the customer facility, (B)(4) initiated a follow up visit which took place on (B)(6) 2017. Arjohuntleigh and the customer facility shared their observations regarding the involved product and an initial allegation. Following the conclusions of the meeting, the customer committed to provide additional information which would allow us to build a final investigation conclusion. On (B)(6) 2017 additional information was gathered. Currently arjohuntleigh is in the process of data analysis and establishing the final conclusion.

Manufacturer narrative:
This report is being filed under exemption e2012066 by getinge (suzhou) co., ltd. (Registration #(B)(4) on behalf of the importer arjohuntleigh, inc. Ahus (registration #(B)(4). Additional information will be provided upon the investigation conclusion.

Event description:
Arjohuntleigh was informed about an event which occurred with the involvement of flowtron acs900 pump and dvt standard calf garment l501-m garment. Garments were reprocessed by a third-party company - (B)(4). It was reported that the pump failed to deflate one of the garments, during patient use in an observation room. According to the initial reporter, the screen and leds looked normal when the failure was noticed. The garment was removed from patient's leg. No injury to the patient occurred. The pump was turned off and back on which did not resolve the issue. The system was quarantined and made available for arjohuntleigh's evaluation. The pump unit along with involved garments were returned. Upon reception of the device, the pump and the garments were inspected for physical problems/damage. The pump's physical condition was found to be adequate. Garments did not show any obvious physical problems/damage, however it was noted that one of them had its ferrite missing (the ferrite is supposed to be secured in the garment tube and is used for the pump to recognize the type of garment connected.) The pump was powered up and tested as follows: power on self test, garment recognition (with new garments), collected logs from the unit, checked if the garment that was missing its ferrite would not inflate (passed), placed a new ferrite in the garment that was missing one, ran a series of cycles with the garment that was missing a ferrite paired with a fully functional garment (confirmed that appropriate pressure reached of 40mmhg was reached), ran for 100 hours to inspect pressure readings and on / off cycling, issued usb command to test a reset after an application failure. No functional issues were discovered during device evaluation. Currently, arjohuntleigh is in the process of gathering additional information from the facility. Root cause analysis is pending.